Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a balloon guide catheter, a short sheath, and a guidewire. During the procedure, the physician initially attempted femoral artery access but was unsuccessful due to the patient¿s elongated and tortuous anatomy. The transradial approach was then utilized, and access was achieved via the right ulnar artery using a guide catheter, short sheath and guide catheter. While using the red72, guide catheter, and guidewire, the red72 fractured at the distal length. The physician then removed all the devices along with the fractured piece of the red72 under aspiration. The procedure was completed using another catheter and two stent retrievers. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report: 3005168196-2025-00384. 1. Section b. Box 5. Describe event or problem. Evaluation of the returned penumbra system red 72 reperfusion catheter (red72) confirmed it was fractured and revealed stretching near the fractured location. If the red72 is manipulated against resistance, damage such as stretching and a subsequent fracture may occur. Evaluation of the returned non-penumbra guide catheter revealed kinks, which may have contributed to resistance and likely caused the fracture on the red72. Further evaluation revealed a kink on the red72. This damage is incidental to the reported complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the internal carotid artery (ica) using a penumbra system red 72 reperfusion catheter (red72), a ballon guide catheter, a short sheath, and a guidewire. During the procedure, the physician initially attempted femoral artery access but was unsuccessful due to the patient¿s elongated and tortuous anatomy. The transradial approach was then utilized, and access was achieved via the right ulnar artery using a guide catheter, short sheath and guidewire. While using the red72, guide catheter, and guidewire, the red72 fractured at the distal length. The physician removed the red72, guidewire and guide catheter together under aspiration. The procedure was completed using another catheter and two stent retrievers. There was no report of an adverse effect to the patient.